Event description:
Information received indicates the nurses knew the bed exit would not arm. They offered the patient a chair pad alarm but the patient refused. The nurses gave the patient a call-bell so he could call the nurse if he needed to go to the bathroom. The nurses heard a noise in the room and found the patient fell while attempting to go to the bathroom and did not call the nurse. No injury.

Manufacturer narrative:
Repairs have not been completed.